Event description:
It was reported that the patient experienced an infection with the inflatable penile prosthesis (ipp) device. The specific type of infection was not identified, and the specific site of infection was not known as it was from a previous surgery. The infection symptoms began a couple months after the original surgery, the patient experienced tenderness (discomfort). The physician reports that it is hard to determine if the device caused or contributed to the infection but suspects that the implant may have contributed to it. The patient has not yet been treated with antibiotics after the surgery, and the patient is expected to recover.

Event description:
It was reported that the patient experienced an infection with the inflatable penile prosthesis (ipp) device. The specific type of infection was not identified, and the specific site of infection was not known as it was from a previous surgery. The infection symptoms began a couple months after the original surgery. The physician reports that it is hard to determine if the device caused or contributed to the infection but suspects that the implant may have contributed to it. The patient has not yet been treated with antibiotics after the surgery, and the patient is expected to recover.